Manufacturer narrative:
Date of report: 05jun2019, date rec¿d by MFR: 04jun2019. Information was received that there was no patient or user involvement. The manufacturer¿s international service technician evaluated the unit. The power switch overlay was replaced to address the reported issue and the issue was resolved. The faulty power switch overlay was damaged during the repair so it will not be returned for failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03april2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the ventilators light emitting diode (led) indicator was faulty. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. Event date not specified, estimate used.